Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the insufflator exhibited issue where part of the indicators on the front panel were dim due to component failure, leds failure. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, the led lighting was defective due to a failure of the front panel unit. The root cause could not be identified. Olympus will continue to monitor the field performance of this device.